Manufacturer narrative:
(B)(4). Batch # p93w3j. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and the lockout mechanism was non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
During a laparoscopic cholecystectomy the device blocked while firing. An attempt was made to unblock the device but it failed. After surgery, the device unblocked and it was emptied from the clips. The device is empty. Patient is safe, there were no consequences.